Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump stuck in the prime mode. The customer had low blood glucose and treated with a glass of grape juice. Troubleshooting was performed. The insulin pump alarmed during manual prime. Customer stated that the paramedics had to be called out to her work. Suggested the customer disconnect from the pump and use a back up plan.